Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical block and inverse critical block. The customer's blood glucose was 118 mg/dl at the time of incident. The customer reports the insulin pump stopped delivering insulin, cleared the active insulin and didn¿t show any insulin. The customer confirmed 30 units of insulin was left in the insulin pump. The customer declined any further troubleshooting and wants the pump replaced. The customer will not be send the product back for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 alarm, delivery stopped or active insulin clearing during testing. The test reservoir units left matches properly to the units left in the pump status screen noted. Pump programmed with the current time and date and monitored for several days. The time and date is functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.